Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that customer had been hospitalized seven times within the past year due to non-insulin pump related issues. Customer reported to have been off of insulin pump therapy for three months due to insulin pump breaking. Customer threw insulin pump away due to not being aware that she could call in order to troubleshoot and get replacement. Customer reported of having low blood glucose of 12 mg/dl due to accidentally treating with incorrect medication. Customer also reported of having high blood glucose of 800 mg/dl due to a stomach infection. Customer declined transfer to helpline and would await processing of upgraded insulin pump.